Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that a revision surgery of the right hip was performed due to pain and cobalt level.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the hemi head, sleeve, r3 liner, r3 shell and screw were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. A full device history record review could not be carried out for 74122538, 09bw04001 hemi head as the original production records were unavailable. Smith + nephew have raised a non-conformance due to the missing record. Evidence has been found for the receiving records showing that the full batch was accepted by goods inwards at smith & nephew without any issues. The available medical documents were reviewed. The reported intraoperative findings of metallosis, elevated cocr levels and wear are consistent with findings associated with metal debris. However, without the complete medical record, supporting imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Additionally, micro motion of the device due to the patient¿s multiple falls cannot be excluded as contributing factors to the reported wear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: event, relevant tests/laboratory data, brand name, concomitant medical products and device manufacture date.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.